Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the outer insulation was abraded at 12.7 cm to 13.0 cm from the connector pin which exposed the outer coil. This likely contributed to the reported anomalies. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that noise had been observed on the right ventricular lead in (B)(6) 2014. During follow-up, noise continued to be observed in addition to a rise in lead impedance. The lead was explanted and replaced.